Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the xl device error codes 00004, 90007, and 90008. There was no patient involvement.

Manufacturer narrative:
.